Event description:
The customer reported that the alarm has power but the sensor port 1 receptacle is making an intermittent alarm tone. Pressure needs to be applied to the sensor port 1 for it to work correctly. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the alarm is working fine. There is no intermittent alarm. The rj-11 sensors are working fine. Tested with new batteries. (B) (4).